Event description:
Caller reported a cgm error, specifically error 42, related to their pump. There was no adverse impact to the customer's blood glucose level. The customer was guided through a pump reset by technical support, but the error persisted. As a result, technical support arranged for a replacement pump and confirmed the shipping details. The customer was advised to use mdi as a backup therapy, understood how to put the pump into storage mode, and agreed to return the defective pump within ten days using a pre-paid label.